Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that while performing maintenance on the cell-dyn sapphire analyzer, the vent needle had punctured her hand. The customer provided the following details. When replacing the vent needle on the analyzer and connecting the vent head drain, the needle assembly arm came down on her hand with the newly installed vent needle puncturing her hand. The customer pulled her hand away and immediately went to the ER. The injury was treated initially with 4 stitches and bandages. Later that night, the person noted add'l bleeding which required 2 add'l stitches. The physician prescribed antibiotics due to inflammation and infection. No further impact to pt management was reported.